Event description:
It was reported that the basket wire of an ncircle delta wire tipless stone extractor broke. During a flexible ureteroscopy procedure with lithotripsy and stone removal in the left kidney, successful stone removal was achieved five times before the basket wire tip suddenly broke. The user changed to a similar-like device to complete the procedure. A laser was not in use at the same time as the basket. Per provided image from user, the basket wire was noted to be broken. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1 - phone number: (B)(6), g4 - PMA/510(k) #: exempt, h3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.